Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no 2015691-2018-03855.  As the affected device was not returned, the investigation will be limited to review of photographs, videos, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU, manufacturing mitigations, root cause, and fmea assessment. No relevant photographs, video, or imagery were provided. Since work order information was not provided, a review of lot history could not be performed. Since work order information was not provided, a review of the DHR could not be performed. Complaint data for the previous 12 months (september 2017 through august 2018) was reviewed for the certitude delivery system (all models and sizes). Five (5) complaint devices have been returned and evaluated for ¿delivery system ¿ valve movement on balloon¿. One complaint was confirmed, but no manufacturing nonconformance that would have contributed to the complaint were identified. Available information suggested that procedural factors (improper valve crimping and/or 3 ml fluid not removed during prep) contributed to the complaint event. One complaint was unable to be confirmed and no manufacturing non-conformances that would have contributed to the complaint were identified. Available information suggested that procedural factors (improper valve crimping and/or 3 ml fluid not removed during prep) contributed to the complaint event. One complaint was confirmed, but no manufacturing nonconformance that would have contributed to the complaint were identified. Available information suggested that procedural factors (valve caught on anatomy; excessive manipulation during advancement) contributed to the complaint event. Two complaints were confirmed, but no manufacturing non-conformance's that would have contributed to the complaints were identified. Available information suggested that procedural factors (valve caught on sheath tip) contributed to the complaint events. The review of complaint data for august 2018 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿valve movement on balloon¿). The instructions for use (IFU), device preparation training manual, and procedural training manual were reviewed for instructions or guidance on delivery system preparation and use. Based on a review of the IFU and training manual, no deficiencies were identified. Based on a review of the IFU and training manual, no deficiencies were identified. Note: since work order information was not provided, the revisions of applicable sops effective at the time of complaint occurrence ((B)(6) 2018) were referenced. The inspections and tests described below are representative of the processes that the device would have undergone during manufacturing. During manufacturing, the delivery system was both visually inspected and tested several times throughout the process.  During the delivery system final inspection, shoulder-to-shoulder dimension is 100% dimensionally inspected. Both laser weld joints are 100% visually inspected for roughness, exposed metal, or leak channels. The entire delivery system was 100% visually inspected for any mechanical damage (i.e. Kinks, breaks, separation). The catheter working length was 100% dimensionally inspected per delivery system drawing using a calibrated rulers. The steering tubing was 100% visually inspected for defects such as tears, kinks, cracks, visible holes that penetrate the steerable tubing surface, or exposed metal along the steerable tubing. During delivery system product verification for the certitude. Ten (10) samples from the lot were tested during product verification. All system components (including the loader) are verified to be securely captured on the protective card without any visual damage. The entire delivery system was visually inspected for any mechanical damage (i.e. Kinks, breaks, separation). The lot was released, as all ten samples passed all tests/inspections. These inspections and testing during the manufacturing process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for ¿delivery system ¿ valve movement on balloon¿ was unable to be confirmed, as the device was not returned and no relevant photographs, videos, or imagery were provided. Reviews of the complaint history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the reported complaint. Furthermore, a review of ifus and training manuals revealed no inadequacies. Per the complaint description, ¿the team attempted to pull the delivery system with the valve back into the sheath, in order to reposition the wire. However, it was not coaxially aligned and it was pulled too far, so when it was pulled back, the valve was pushed about half way off of the balloon.¿ if the valve was caught on the sheath tip during attempted retrieval, the force and manipulation applied during further efforts to retrieve the valve/delivery system could have then caused the valve to shift distally on the balloon. As such, based on available information, it is likely that procedural factors contributed to the reported event. However, a definite root cause is unable to be determined. Since no manufacturing non-conformance or labeling/IFU/training deficiencies were identified, an fmea assessment is not required. Since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Since no product non-conformance was confirmed and the complaint rate for the trend category did not exceed its respective control limit, a product risk assessment (pra) is not required. The complaint for ¿delivery system ¿ valve movement on balloon¿ was unable to be confirmed. No manufacturing non-conformances were identified in the investigation. Available information suggests that procedural factors (valve caught on sheath tip during attempted retrieval) likely contributed to the reported event. Since no manufacturing nonconformance or IFU/training inadequacies were identified, and the complaint rate for the trend category did not exceed its respective control limit, no corrective or preventive action is required at this time.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
When prepping the first delivery system, there was resistance placing the loader cap over the valve. It was prepped with -3cc. The physician decided not to use the system, and it was set aside.  The 18fr sheath was inserted, and the valve with new delivery system was inserted without issue. During the insertion of the delivery system across the preexisting mitral ring via transapical approach, the guide wire became entangled in the mitral chordae. The team attempted to pull the delivery system with the valve back into the sheath, in order to reposition the guide wire. However, the delivery system was not coaxially aligned, so when it was pulled back, the valve was pushed approximately half way off of the balloon. The team was able to re-wire the mitral ring, and decided to deploy the valve, knowing it was not fully on the balloon. The valve inflated proximally. The delivery system was removed, and when attempting to place a non-edward balloon, guide wire position was lost again. The valve then embolized into the left ventricle. A left thoracotomy was performed, the valve was removed, and a second valve was successfully placed in the mitral ring.

Manufacturer narrative:
Reference CAPA-20-00141.